Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) an interlink system continu-flo solution set in which a no flow occurred. According to the report, the "med would not run fluid from bag, patient did not get medication until line was switched." The condition occurred during patient use. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.